Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician aspirated the sheath. At this point, air was returned. The catheter was removed and flushed, but the air ingress still occurred upon insertion of the catheter into the sheath, and aspiration was performed. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician aspirated the sheath. At this point, air was returned. The catheter was removed and flushed, but the air ingress still occurred upon insertion of the catheter into the sheath, and aspiration was performed. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink in the shaft. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.